Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open sleeve gastrectomy procedure, when the surgeon dissociated the pylorus, the stapler was not able to fire, the surgeon was able to press the green button but was not able to squeeze the handle. Another reload was used instead to complete the case. There was no patient injury.